Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, bad battery alarm, off no power alarm, weak battery alarm, unexpected restart alarm and had a blank display. The customer's blood glucose was 317 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the unexpected restart alarm was not recurring. The customer performed displacement test and the insulin pump passed. The customer stated that there were no battery cap, battery compartment and spring issues. The customer stated that they did not receive a failed battery test alarm. The customer stated that the insulin pump was dropped. The customer stated that there were no unattended alarms. The insulin pump will not be returned for analysis.